Manufacturer narrative:
This needle is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.

Event description:
It was reported by the customer that that there appears to be a rough/rusty residue on the bevel section of numerous needles. No information was received regarding any serious injury as a result of this product issue.